Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a shock pad malfunction.

Manufacturer narrative:
Based on the available information, the fse visited the customer site and confirmed the malfunction of the shock pad. The fse replaced the shock pad, cleaned the pad, and performed the function test, which was passed. The device was returned to full service and no further evaluation is warranted at this time.